Event description:
"Sparking" from the monopolar cable. On 9/21/00, stateside distributor received notification via letter from their japan distributor, amco inc., pertaining to an event at an overseas hospital, with a jarit medical device. The distributor reported a device malfunction with a laparoscopic monopolar cable. There was no pt or personnel injury. Jarit surgical instruments (j. Jamner surgical instruments) is an initial distributor of medical devices. As such, co has completed section f of form 3500a. Regarding the reporting of this event, the distributor and hospital had no record of specific info regarding this event. After reviewing the regulations, stateside distributor concluded to submit this report as a cautionary measure. Sections, b, d, and e of form 3500a have been completed with the info made available by the distributor. In accordance with FDA procedures, copies of a complete form 3500a have been forwarded to the MFR of this device, bowa-electronic gmbh, nehrener strasse 4-6, postfach 70/plz 72807, d-72810 gomaringen, germany. The MFR will complete the applicable sections of the form 3500a and forward all copies to FDA.